Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00142 on june 14, 2017. 08/10/2017 additional information: the physician was expecting a normal ipth result. The reference range for the ipth assay is 14-72 pg/ml. All results were abnormal based on the reference range. Calcium values were normal. No clinical information provided. Siemens is unable to determine the cause of the discordant ipth results. However, a sample specific issue can not be ruled out. The cause for the discordant ipth result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the expected results section: "the reference range was established on the acs:180® system. Edta plasma samples were obtained from 142 apparently healthy individuals whose calcium levels ranged from 8.0 to 10.3 mg/dl. Ninety-five percent of the intact pth values for these individuals fell in the range of 14 to 72 pg/ml (1.48 to 7.63 pmol/l) with an overall range of 11.1 to 79.5 pg/ml (1.18 to 8.43 pmol/l). These results were confirmed for the advia centaur intact pth assay. Refer to method comparison. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Manufacturer narrative:
The cause for the discordant ipth results is unknown. Siemens healthcare diagnostics is investigating. The limitations section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values."

Event description:
Discordant advia centaur ipth results were obtained for samples from the same patient. The physician questioned the elevated results. The physician was expecting normal results since the patient had normal scans and has not had surgery. The customer performed a dilution. The dilution indicated a potential interfering substance. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of these discordant ipth results.